Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced intraoperatively for a lens of the same length. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H11: upon further review, it has been determined that the event is not MDR reportable. Secondary surgical intervention has not occurred, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #: (B)(4).